Event description:
It was reported that the patient presented for a generator change. It was noted that the right atrial lead exhibited low pacing impedance. No intervention was performed. The patient was stable.